Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The occlusion test and excessive no delivery alarm test could not be competed due to the motor error alarm. The low reservoir alarm functioned properly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 308 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.